Manufacturer narrative:
The following b5 entry is incorrect: "the affected samples would have initial high values of around 5000 pg/l. The customer would then run a control measurement and the results were fine. The samples were then repeated, resulting in values around 100 pg/l." The correct b5 entry is as follows: the affected samples would have initial values higher than 11010 pmol/l with a data flag. The customer would then run a control measurement and the results were fine. The samples were then repeated, resulting in values around 800 pmol/l. During investigations, it was determined that the controls of the active reagent pack were okay. During the course of the day, the analyzer switched to using a standby pack. A control measurement was not performed on this pack prior to use. Controls run on this standby pack after the event were acceptable. The available information suggests that a control measurement was not performed on the standby reagent pack before it became active and caused the event likely due to bubbles/foam on the reagent surface. Per product labeling, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received questionable results for at least three consecutive patient samples tested with elecsys estradiol iii on a cobas 6000 e601 module. The affected samples would have initial high values of around 5000 pg/l. The customer would then run a control measurement and the results were fine. The samples were then repeated, resulting in values around 100 pg/l. The customer provided an example of one patient sample with discrepant estradiol results. The patient sample initially resulted in an estradiol value of > 11010 pmol/l with a data flag. The sample was repeated, resulting in a value of 826.8 pmol/l.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation is ongoing.